Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient(pt) is experiencing a return of symptoms. Pt stated that they were implanted on (B)(6) 2021 for retention problems in the evening. Pt stated that about four days after their doi their symptoms began to return. Pt stated about a year before their implant their urgency incontinence symptoms were under control. Since then, pt stated they will have urinary frequency in the day going to the bathroom anywhere from 17-23 times, and at night they cannot urinate no matter how hard they strain their bladder. Pt stated they have been sleeping on the toilet. Pt mentioned they have noticed when they wake up there will be a soft loose stool in the toilet from sometime in their sleep. Pt also thinks their bowel is being affected. Pt stated every time they increase their stimulation their symptoms seem to be getting worse. Pt also mentioned the only way they have found to relieve their retention symptoms is by laying down and going to sleep. Pt met with their hcp for their post-surgical follow-up and the hcp changed the program from 1 to 2. Pt stated they also spoke with an mdt rep on the phone earlier yesterday, (B)(6) 2021, who showed them how to increase their stimulation. Pt has since spoken with the on-call hcp with their hcp's practice, who directed pt to go to the ER to be catheter until they can meet with their hcp after the holiday. Pt stated they have not been educated on how to adjust stimulation at all and their hcp was adamant they adjust the stimulation with them. Pt confirmed they will feel their stimulation sensation when adjusting their stimulation. Reviewed therapy expectations, known adverse events, turning stimulation down or off. Pt decreased their stimulation over the call from 0.8 to 0.4 and will see how this effects their symptoms after a few days. Pt stated if it does not reduce the symptoms they will turn their stimulation off. Encourage pt to document their symptoms and pt confirmed they have been since they had their surgery. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.